Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted that blood was present in/on the helix mechanism, the outer insulation was breached cut, and apparent explant damage.

Event description:
It was reported that there was a possible perforation because the capture threshold was increasing. The lead was explanted and replaced. No further patient complications were reported as a result of this event.